Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2014, the patient was flown to the hospital and admitted for a suspected issue with the percutaneous lead. The patient was experiencing pump stoppages while connected to the patient cable. X-rays could not be taken as the patient was too unstable and alarms were occurring as soon as the patient cable was connected. Damage was noted to the distal end of the percutaneous lead by the connector. The pump stoppages were reproduced when the external portion of the percutaneous lead was manipulated. The distal end of the lead was manipulated. The distal end of the percutaneous lead was splinted with tongue depressors and tape, and the patient was placed on batteries with no further alarms. On (B)(6) 2014, the manufacturer's technical service evaluated the percutaneous lead and found two broken wires (brown and red) during the phase interrupter test. The distal end portion of the percutaneous lead was then replaced. It was reported that there were no further issues after the repair and the patient is doing well.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 14" of the replaced external portion/distal end of the percutaneous lead was returned for evaluation. During the evaluation of the returned lead, a fracture in the brown, black, and red wire at the metal end was found. Although the orange wire was not fractured, a breach was present. The fractures and breach appeared to be due to an abrasion from the braided shield as a result of repetitive flexing of the percutaneous lead in this location. As a result of the fractures and breach, the underling wire conductors were exposed. The brown and black wires represent redundant wires in motor phase 1, and the red and orange wires represent redundant wires in motor phase 2. The reported red heart alarms would have occurred as a result of the fractures and the exposed conductors of the wires contacting the braided shielding. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.